Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 10 bursts of anti-tachycardia pacing (atp) and 5 inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr) in several episodes. Patient also presented several premature ventricular contractions (pvc) but no true ventricular tachycardia (vt) nor ventricular fibrillation (vf) was observed in all episodes reviewed. No additional adverse patient effects were reported.